Event description:
It was reported that pericardial effusion (pe) occurred. During a watchman procedure, a versacross connect kit was selected for use. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. The transseptal puncture (tsp) was performed with no complications reported, with one cross of the inter atrial septum (ias) in a mid-mid location. The left atrium (la) was cannulated with the versacross rf wire and the dilator was removed. A 6f non-boston scientific pigtail catheter was advanced into the la and advanced into the left atrial appendage (laa) using tee and fluoroscopy guidance. The limbus of the laa was noted to be over hanging, which caused the physician to not cannulate the laa immediately. With minimal manipulation, the appendage was cannulated quickly and an appendogram was performed. The watchman device was deployed, and low blood pressure was immediately noted, and tee confirmed there was a pe at the right atrium (ra). The watchman was released, protamine anticoagulant was given, and a pericardiocentesis was performed. The procedure was concluded, and the patient was transported to a cardiac care unit with a pericardial drain in place. The patient was confirmed stable and has been transferred to a step-down unit to await discharge. The device is not expected to be returned for analysis. It was further confirmed that there was no difficult patient anatomy that may have caused difficulty with the tsp workflow. There was one additional drop down was required to engage the ias. The patient was not under warfarin nor antiplatelet drugs at the time. In the physician's opinion, the versacross device contribute to the patient complication. No versacross device was inside the patient body when pe noted. No other issues were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.